Event description:
A malfunction alarm, specifically malf 12, was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The issue was resolved after the customer received assistance from cts to reset the pump, which prevented the malfunction code from recurring. The customer was advised that they could continue to use the pump and to contact technical support if the issue happened again.